Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. No effusion was noted pre-procedure. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The device was deployed and did not require any partial or full recaptures. Post-implant, a pericardial effusion was noted which required a pericardiocentesis and drain placement. The patient remained stable and was discharged. The drain has been removed.